Manufacturer narrative:
The device and photographs were received for evaluation. The returned photographs were reviewed, and it was noted that the tubing was cut. The actual sample was reviewed, and it was noted that there were oblique and irregular cuts in the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue as it was determined that the tubing had been caught in the pouch seal during the pouching process, cutting the tube. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a mirafilter IV/extension set was split (cut) into three parts. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.